Event description:
Device overheated during a crown preparation procedure resulting in a burn injury to the patient's cheek and tongue. Patient was under local anesthesia at the time of the injury. The injury is reported to have healed normally with no complications or need for further medical treatment. Practice has multiple handpieces and was unable to identify the device serial number involved in the adverse event.